Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. The head and liner were exchanged, and patient was implanted with a constrained liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning."